Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6. Type of investigation findings investigation. Conclusions h11. Corrected field d10. The user reported that the guidewire progressed to a certain point and then stopped. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported by the customer that during use the guide progressed up to a certain point and then stopped. Later, a new balloon was inflated and the procedure was performed. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact person name: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).